Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to advance after being inserted into the vessel and manipulated to the right ventricle. The lead was repositioned, but the helix was unable to retract and the stylet was stuck. The lead was not implanted, and another was implanted instead. The patient was in stable condition before, during and after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.